Event description:
It was reported that during the use of the product, the customer noticed air pressure of the cuff would not go up. So he stopped using the product. No patient injury.

Manufacturer narrative:
H10: device investigation result: one used sample was received without its original packaging. Under visual inspection the sample appeared to be in good condition. During manufacturing process the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12-hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. The inflation test was repeated on the received sample. It was found that after 12 hours cuff was significantly deflated. Leak was confirmed by water testing - located in area where pilot balloon is connected with inflation line. Reported event was confirmed by investigation. Due to fact that cuff leak was not observed prior use it is the most probable that reported failure occurred during tracheostomy procedure or during use. A review of the device history records (DHR) shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product.